Event description:
It was reported that the patient underwent a stenting procedure to treat a 95% stenosed target lesion in the left main. No pre-dilatation was performed and a 3.5 x 12 mm non-abbott stent was deployed at the target site. Optical coherence tomography (oct) was performed and noted that the stent was not fully apposed to the vessel wall. A 4.0 x 18 mm nc trek was then used for post-dilatation and was inflated to 18 atmospheres (atm). The device was removed and oct was then performed. The non-abbott stent was still noted to be not fully apposed to the vessel wall and a 4.5 x 8 mm nc trek was then used. The nc trek was inflated to 18 atm. An attempt was then made to remove the device; however, difficulty was met. The physician noted that the balloon appeared to be stuck in the stent struts. The guide catheter and nc trek were then removed as a single unit. A second guide catheter was advanced and angiography noted good results with the non-abbott stent. No additional intervention was required. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance could not be replicated in a testing environment. The definitive cause of the reported resistance could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis device, there is no indication of a product quality deficiency. Based on all the information reviewed, lot history records review, similar incident review and the return analysis, there is no indication of a product deficiency.